Manufacturer narrative:
Concomitant medical products: 6947m, lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited shorter than expected longevity estimate due to a programmer software estimator error. The programmer remains in use. It was also noted that the right ventricular (rv) lead exhibited high outputs. The thresholds had been steadily rising for several months. The lead remains in use. No patient complications have been reported as a result of this event.